Event description:
It has been reported to philips that the allura system did not boot up successfully, it got stuck at 00:00. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Troubleshooting actions showed a problem with the flexvision pc. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced the flexvision pc and after replacement of the flexvision pc , the system was returned to use in good working order.